Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm after he wore it during a procedure involving high magnetic field. Customer also stated that he smelled insulin when he removed the reservoir. Blood glucose level at the time of the incident was 400 mg/dl. The customer stated that he would return the product for analysis but did not need a replacement insulin pump.

Manufacturer narrative:
The insulin pump functioned properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. Unable to communicate with sensor due to a64 alarm. No moisture damage was found on the reservoir tube, motor assembly, or electronic assembly noted during our visual inspection. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.